Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was unhappy with the rate response during exercise. It was indicated that very moderate movements would get the pacemaker very quickly maxing to the extent where the patient felt uncomfortable, as though palpitating. Device reprogramming was performed for optimization. No adverse patient effects were reported.